Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0196111, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0196113, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll bns plunger was broken. The following information was provided by the initial reporter: we have received a complaint from a customer due to "broken" plungers on 50ml syringes. Initial inspection suggested that the defect was the result of incomplete moulding (there are no sharp edges indicating a break) but this does not seem to be the case as there were also plungers where the piece had not detached. Where a piece of the plunger was missing entirely the customer reported no corresponding broken pieces in the pack. Similarly where the piece was starting to break away, it could not be easily detached. We do not think it likely that this issue occurring as a result of either our own or our customer's processes.